Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: hypoglycemia was treated with sugar intake (juice).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The pump worn during a test done during or near an MRI or was pump exposed to a strong magnet. Customer mentioned pump was exposed to x-rays. Customer had awaking in the night with a low reading of sensor glucose of 64 mg/dl . The customer reported blood glucose value of 73 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake respectively. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of low blood glucose event. The blood glucose value was 74 mg/dl. The sensor glucose value was 64 mg/dl. The sensor glucose and blood glucose values were within target range of difference. Customer was explained the sensor appeared to be responding to changes in the glucose. Customer does not believe the pump was over delivering. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-1884.